Event description:
Surgeon reported that he had a feeling that the proximal intrapharangeal (pip) metal trials were not correct in it's dimensions. No pt harm was reported.

Manufacturer narrative:
A visual examination of the trials was completed. It was confirmed that the trials that were sent back was of an older design. It was known that these trials were of an older design that had sizing differences between them and the actual implant. A recall was initiated to address this event (z-1524-2010).